Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string was missing and was unavailable to aid in removal of the tampon. The tampon came out on its own. She experienced tummy aches and nausea and planned to visit a doctor. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.